Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc leaked the following information was provided by the initial reporter; the patient was to be given a fluid infusion, and during fluid venting, a leak was discovered from a rupture in the side of the indwelling needle hose.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review(lot#3108467): 1) this batch of products were assembled at intima ii auto line 4 in (B)(6) 2023, and packaged at cfs package line in (B)(6) 2023. Work order quantity was 198,000 ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received, the rupture status of the catheter cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found at the catheter. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the rupture state of the complained sample cannot be identified, the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue. H3 other text : see narrative.